Event description:
Global pharmacovigilance (gpv) was notified that the patient had expired on (B)(6) 2011, upon performing follow up on an unrelated issue. Follow-up information was received from the nurse with supplemental information by the consumer, which medically confirmed this case. On an unreported date, the patient experienced inadequate dialysis. The consumer stated the patient had experienced creatinine too high on an unreported date in 2011. The patient stopped peritoneal dialysis (pd) therapy; dianeal pd4 ambuflex therapy was stopped and was switched to hemodialysis. On an unreported date in either (B)(6) or (B)(6) 2011, the patient restarted pd therapy for one month only. The reason the patient was switched back to hemodialysis was unknown. On (B)(6) 2011 at 4:00 am, the patient died. The cause of death was reported as cardio-respiratory failure and congestive heart failure. It was not reported if an autopsy was performed. The outcome for the events of inadequate dialysis and creatinine too high were not reported. The nurse and consumer stated that the patient's death was not related to dianeal therapy. A causality statement was not provided for the event of inadequate dialysis or creatinine too high, in relation to the dianeal therapy.

Manufacturer narrative:
(B)(4). Should additional information become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). Customer reported problem of patient symptom other was not confirmed. Assignable cause for the customer reported problem was undetermined. A review of the devices logs revealed no failure, malfunction or iipv events that could have caused or contributed to the reported difficulty. Assignable cause: undetermined. The device was received and routed to service prior to the pal being made aware of its complaint status. When received in service, the device passed both the homechoice rite electrical test and the homechoice rite functional test and was determined to meet performance specification requirements per rite testing. A device history review was conducted which revealed a failure of low battery message appeared & check battery voltage a reading failed - 5.36v. The device was reworked and passed all subsequent testing prior to its release. A two (2) year review of the service history for serial (B)(4) shows that the device was not previously returned to the (B)(4) facility for any prior servicing. Reference the device history record review.